Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. As received the setscrew was upside down in the block connector. The setscrew was placed properly for testing and the ipg passes the auto test. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) received an scs system including an ipg. It was reported the ipg was explanted and replaced as the physician was unable to tighten the setscrew. The explanted ipg was returned to the MFR for eval. No add'l info was available.